Event description:
It was reported that the communicator was not connecting, and the communicator power cord was damaged with a melted spot. There was no light on the communicator power adapter. A boston scientific company representative discussed with the patient and opted to replace the communicator power cord. The communicator was still in service. No adverse patient effects were reported.